Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone all that she was sent 4 reservoirs but they don't fit. Customer stated that her doctor called on her behalf for emergency supplies. Customer stated that her blood glucose level was 546 mg/dl. Customer stated that her doctor told her to take more units and then wait an hour to see what her blood glucose is. Customer stated that her blood glucose is high because she does not have a reservoir and is trying to get it down with shots. Customer stated that her family is very upset because they have seen her with low blood glucose and she has been in the hospital a lot for that. Customer mentioned that she has not been on the pump for 24 hours. Customer felt extremely tired and off balance. Customer stated that she can't see small writing and is kind of having a hard time breathing. Customer stated that she took 7 units when her blood glucose was over 600 mg/dl. Customer took 4 more units when she ate breakfast. Customer stated that she is on dialysis too.